Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The expedium si polyaxial screw 6 x 55mm was returned for evaluation. Visual inspection revealed that the screw shank had fractured. Scanning electron microscopy (sem) found evidence of a fatigue failure. No material defects or other abnormalities were observed in this analysis. Additionally, it was reported that the patient hadn¿t fused which is consistent with fracture analysis observations. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the expedium screw was conducted on the specific code from the complaint as any change in device geometry would change the forces placed on the shank. This analysis found no emerging trends. The root cause for the shank breaking post op cannot be positively identified. However, due to the fatigue striations found in the fracture analysis, the most likely cause for the breakage can be attributed to pseudarthrosis. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the patient had surgery a year ago and presented with a broken screw and no fusion. Primary surgery details: 6 screws were placed from l4 -s1. Revision surgery details: during surgery, the screw on the right side of the sacrum was found to be broken.